Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device had a scratched screen. The event log was not available. A visual inspection and functional test were performed, and the reported failure was not replicated. The device was tested three times and all three tests passed within the internal specification. The downstream sensor will be replaced as a preventive measure. The root cause of the reported problem cannot be established. No fault was found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device alarms "high pressure" during testing. No patient injury was reported.